Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report a falsely elevated om-ma result that was obtained on a patient sample on an immulite 2000 xpi instrument. Quality controls (qcs) recovered within ranges and the adjustment was valid on the day of the event. Per the limitations section of the immulite 2000 om-ma instructions for use (IFU): "for diagnostic purposes, the results obtained from this assay should always be used in combination with the clinical examination, patient medical history, and other findings." Siemens is investigating.

Event description:
The customer reported the observation of a falsely elevated om-ma result obtained on a patient sample on an immulite 2000 xpi instrument with om-ma kit lot 318. The initial result for the sample was reported to the physician, who did not question the result. The customer repeated this sample multiple times on the same instrument with a different om-ma kit lot (kit lot 319). The repeat results were lower than the initial result and considered correct. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated om-ma result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2025-00039 on 14-feb-2025. Additional information 09-apr-2025: siemens evaluated this issue and provided the following conclusion: the instrument data shows that the results of other samples vary significantly within a batch within a day; this does not indicate a lot-to-lot problem and is consistent with pre-analytical variability. Based on the available information, the cause of the discordant result is consistent with preanalytical variables. Please refer to the immulite 2000 om-ma instruction for use (IFU) excerpt regarding specimen collection: "centrifuging serum samples before a complete clot forms may result in the presence of fibrin. To prevent erroneous results due to the presence of fibrin, ensure that complete clot formation has taken place prior to centrifugation of samples. Some samples, particularly those from patients receiving anticoagulant therapy, may require increased clotting time." Siemens recommended to the customer in case of occurrence of reported issue, or if the sample in question is still available, to re-spin the sample and remeasure in 5-fold determination. Siemens also recommended a current water test to check the instrument. No further incidents have been reported. The immulite 2000 om-ma kit lot: 318 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. In section h6, the investigation findings and investigation conclusions codes were updated.